Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 04/08/2010, 04/12/2010, 04/13/2010, and 04/16/2010 by phone, fax, and mail. The surgeon was unwilling to complete the questionnaire. Medical records were received on 04/08/2010. (B) (4). (B) (4). (B) (4).

Event description:
Adverse event(s): "unexpected postoperative refraction" (postoperative refraction, unexpected). Product problem(s): "lens rotated 15 degrees off axis" (malposition of device [iol (intraocular lens) implanted]). A surgeon reported a pt with an unexpected postoperative refraction following (bilateral) intraocular lens (iol) implant surgery. Medical records were received. Pt had a history of map/dot dystrophy (pre-existing). On the third postoperative day, corneal dystrophy with edema was noted. Medications were added for treatment of the edema. The iol was noted to be off axis at approx five weeks postoperative. The surgeon was unwilling to complete the questionnaire. There are thirty nine medical device reports associated with these events. This report is ten of thirty nine.